Event description:
It was reported that the 9600 system had a physicist discrepancy, the high level fluoro exceeds the dose rate. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The high level fluoro dose rate was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.